Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, the tip of the delivery system broke off as the system was being removed from the patient's groin. There were no adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted that the distal tip was received detached from the delivery system. Several kinks are identified along the sheath and inner shaft between the proximal end and mid-section. The hemostasis and proximal connector were intact. The balloons appeared intact with no evidence of damage. The distal tip appeared to have been detached from the tip of the filler bond. The detachment was suggestive of the pull force applied on the head of the distal tip while retracting the distal tip through the introducer without the support of the sheath. Conclusion: review of the lot history records showed that this delivery catheter system met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. The ensemble manufacturer was notified of the event. Their manufacturing process was reviewed: during process monitoring testing, 35-40 lbs of pull force are applied on those tips before they come off, which is above the required 3.4 lb minimum. Based on the available information, use error contributed to this event. (B)(6). (B)(4).